Manufacturer narrative:
A ge service rep performed an on site investigation. The kv controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message resulting in an intermittent loss of fluoroscopic functionality. There is no report of pt injury or death associated with this event.